Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The incident was reported by maine health. The event involved a plum 360 driver new. It was reported that the patient 24 hour chemotherapy infusion doxorubicin, etoposide, vincristine completed 6 hours early. Pump programmed for rate of 41.7 ml per hr as ordered for 1000 ml infusion bag. There was patient involvement and no harm.